Event description:
National complaint coordinator for int'l affiliate reported an alleged overinfusion that occurred on a device during patient use. The device was filled with 48ml of morphine hydrochloride and an unknown diluent. The infusion was received through intravenous injection. The duration of infusion was 8ml/1hr. There werer no reports of injury or medical intervention related to the reported condition.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 17, 2007. Evaluation summary: one used unit was received containing no solution. Upon receipt, the unit was visually examined for signs of abnormality; however, none were found. The imprint on the flow restrictor was noted to be correct. Per procedure, a flow test was performed on the unit for 19.2 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the unit: calculated 1.99, normalized (2.5%) 2.04, specification range 1.80 --- 2.20. The flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the device performed as expected. A review of all records related to the manufacture of lot 06b071 has been requested, and will be provided in a follow-up report. The manufacturing facility has been made aware of this report through baxter's complaint handling system. The manufacturing facility will continue to monitor similar incidents for possible trends. Additional information was requested from international affiliate regarding the event.